Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional testing and was able to charge and discharge without issues when using test pads. The returned electrodes could not be fully evaluated, as one pad was cut off. Significant hair was noted on the CPR puck, though no hair was present on the returned pad. Log review showed multiple "pads off" and "cable ID change" messages suggesting either poor coupling or an intermittent connection to the device. The log also supports that when the appropriate criteria was met, the device discharged successfully. Our evaluation yielded no fault was found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 77-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.